Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs involving impacted sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. The amplification curve for the fam channel (sars target) does not rise above the threshold therefore generating a negative result. There is no potential amp plate carryover risk for the sid in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 is performing outside of established design performance specifications according to the amplification curves. Customer file review review of the customer files (4 total) attached to the complaint ticket was performed. Based on the customer provided files, the customer's observation for false positives could be verified by this review. Quality data review: device history record (DHR) / batch revord review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 and its components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 521106. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106. The complaint history review identified five additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106. 3 tickets documented discrepant results when using a different version of the application specification file and identified a potential amp plate carryover risk. 2 tickets are currently under investigation and will be independently dispositioned. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 was not identified.

Manufacturer narrative:
As lot number is unknown, date of manufacture and expiration date have been left blank. Complaint has been elevated for investigation.

Event description:
Customer reported 12 false positive results on their alinity m sars cov-2 assay. Customer received a request to retest 12 pre-op specimens that initially generated positive results on the alinity m sars cov-2 assay. The customer retested all 12 original samples on another alinity m which continued to generate positive results. The client recollected 9 samples of the 12 positive samples and when run on alinity m and cepheid, the results were negative. The 9 patients who retested negative were able to proceed with their planned procedures. The three patients that the laboratory did not recollect specimens from had their procedures canceled. Multiple attempts were made to determine what type of procedures were canceled and was there any adverse impact on the 3 patient conditions due to the cancellation. No response was received from either attempt to reach the customer. There was no report of adverse impact to patient management.